Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had physical therapy for 3 weeks starting in (B)(6) of 2018 and has not been getting coverage in the right areas and had an increase in pain levels since she started physical therapy. The patient wants to have an adjustment before her scheduled appointment on (B)(6) 2018. There were no further complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.